Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that on (B)(6) 2022, the patient's infusion set's tubing detached/broken at site connector prior to insertion. Therefore, she experienced higher than normal blood glucose level on the morning of (B)(6) 2022. She typically experiences elevation in blood glucose level early morning. Patient verbalizes this is concerning to her as she can see where significant additional basal has been given and an auto correction when she woke up this morning. Her blood glucose level at 05:30 am was 182 mg/dl when she woke up. After 15-20 minutes blood glucose level dropped to 173 mg/dl and by the end of the call it was back to 179 mg/dl with trend arrow semi-upright, formerly stable. The site location was at upper, outer buttock area. No further information available.